Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: a review of the pump histories showed the delivered boluses on each day correctly matched the total daily dose (tdd) bolus history. There was a manual 10 unit audio bolus and a 10 unit normal bolus performed and both were accurately recorded in the bolus history and the bolus tdd history correctly showed 20 units. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 436 mg/dl with moderate ketones and polydipsia associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reported mentioned that the patient stated that every month for her cycle, her health care provider changed the basal rates. During troubleshooting with customer technical support, it was noted that the bolus totals did not match. The basal delivery totals and the basal history matched the active basal program settings. It was also noted that the patient woke up around 3am and experienced extreme thirst which caused the patient to check their bg and it was at 420 mg/d. The patient disconnected from the skin site and gave 17 units of insulin. The patient waited 30 minutes and the bg was at 436 mg/dl. The patient changed the infusion set and did not noticed any issues with it. The patient added 10 more units of insulin and at 3:30 am the patient started to use the pump again. At 4 am the bg was at 338 mg/dl. When the patient woke up, the bg was checked and it was at 408 mg/dl. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.